Event description:
On (B)(6) 2013, the following was reported to arjohuntleigh by the nurse: on (B)(6) 2013, the bed would not rotate to the prone position. There was no injury to the patient and the patient was moved to an alternative bed. The nurse stated that the manual rotation had been previously used and reported that the emergency release was engaged. When the arjohuntleigh representative examined the bed at the facility, it was determined that the emergency release handle was not fully engaged which would cause the lock pin to stick, and preventing rotation of the bed. Based on the initial information that was received, it was determined that this event is reportable due to the potential for death or serious injury if this event were to recur.

Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site (B)(4) as of 2012, complaints related to this product are to be handled by arjohuntleight, inc. Additional information will be provided upon conclusion of the manufacturer investigation.